Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a lesion exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that during delivery of the stent to the patient, the stent could not pass through the lesion and the stent shaft was broken while removing or taking back the stent. Sufficient time was given to the balloon to deflate prior attempting to remove the device from the patient. The device was successfully removed from the patient. The device was replaced by another medtronic device. Patient status post -procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 20.7cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Numerous kinks were evident on the hypotube 0.5cm to 6cm distal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps and stent struts. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.